Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The sample was not provided for an examination and root cause analysis in our service laboratory in melsungen. The device history data were not provided for analysis. Therefore, investigation and assessment is not possible.

Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(4). If an investigation report is available, a follow-up report will created. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "overinfusion". Customer information: the syringe make and size was confirmed with packaging. During an interhospital transfer, rocuronium infusion, 5.7 ml/hr, pump started alarming when 10ml left in syringe displaying message "syringe nearly empty". After 5 mins displayed "syringe empty" and stopped working. Rectified by performing mock syringe change with same syringe.